Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia of blood glucose value was 49 mg/dl. Customer's other blood glucose value were 69mg/dl, 72mg/dl, 379mg/dl and 62mg/dl. Customer treated and bloused and used manual injection and used short acting insulin. Customer also receive compromised force sensor system alarm. Customer stated insulin pump was not dropped nor bumped prior to the alarm with. The drive support cap appears normal. The device will be returned for analysis.

Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test. Insulin pump passed displacement.